Manufacturer narrative:
The reported issue was unconfirmed. The device was returned and visually inspected. Evaluation found the position of notch or dot on the catheter funnel was aligned with catheter tip. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿visually inspect the product for any imperfections or surface deterioration prior to use. To use: insert rounded end of catheter." (B)(4).

Event description:
It was reported that the notch is not aligned with the coude tip. Subsequently,the catheter was difficult to align upon insertion. The patient; however, was able to insert and use the catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the notch is not aligned with the coude tip. Subsequently,the catheter was difficult to align upon insertion. The patient; however, was able to insert and use the catheter.